Event description:
Pt reported that two insulin infusion set tubings broke at connector after 2-3 days of use. There was no indication that the pt's blood glucose was affected due to these incidents.

Event description:
Response: the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaluation indicated that the device failure was related to user handling (misuse of the device). Please reference the attached follow-up medwatch form.